Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the blue plastic tip at the end of the device chipped and several pieces detached into the patient¿s stomach. Detached pieces were also noted in the patient¿s duodenum. The detached pieces were successfully retrieved using a balloon. The procedure was completed with the original rx cytology brush. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: visual evaluation of the returned product found the working length bent approximately 3cm from the distal tip. At the distal tip of the catheter, some of the paint marker was noted to have peeled off. However, no tears or breakages were observed in the distal tip of the catheter. The bristled portion of the brush was missing; it was likely removed by the customer for sample collection. Functional inspection found no issues with extending and retracting the brush. The complaint that a piece of catheter broke off at the tip was not confirmed; the catheter has maintained structural integrity at the tip. The issue was identified inside the patient and during the procedure. Continuous handling of the device under tortuous anatomy could possibly cause the paint marker to peel off, most especially when in contact with hard objects like the endoscope or dense tissues that surround the target site. The most probable root cause for the issues identified is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no other complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the blue plastic tip at the end of the device chipped and several pieces detached into the patient's stomach. Detached pieces were also noted in the patient's duodenum. The detached pieces were successfully retrieved using a balloon. The procedure was completed with the original rx cytology brush. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.